Event description:
It was reported, that a patient presented remotely, with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was reported. The patient was stable throughout.

Event description:
New information received notes that a new instance of post-paced t-wave over-sensing was noted. No additional interventions were or adverse patient consequences were reported.